Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:33:38. During night drain cycle four, the patient's ultrafiltration reading was 1890ml, indicating the home patient (hp) drained 1890ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection, service history review, and short stimulated therapy were performed. The service history review did not reveal any previous service events that could have caused or contributed to the iipv. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles that advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.